Manufacturer narrative:
A full investigation was conducted to evaluate the device as returned. The device was returned after being submerged in the river. The device was exposed to excessive water and environmental damage following the incident which created difficulty in determining the root cause. The end user requested the prompt repair and return of the device. Evaluation summary. The device was returned to the teftec facility on 10/29/2007. The device was photographed as received on 10/29/2007. The engineering and manufacturing departments completed the failure investigation on 11/8/2007. The results of the investigation are as follows: when the chair was retrieved, it was noticed that the drive belt was not in its proper position. The drive belt was forced off of the pulleys. It is unknown if the drive belt was off before the incident or not. If the drive belt was off and the operator began to panic, the brake would not set. The neutral cable was bound upwards at lever on the transaxle. It cannot be determined when the cable became bound in this position. If the latch was wedged in an upward position, the chair could free wheel. The drive motor was very quiet. The steering motor emitted noise due to the belt slipping and debris lodged between the belt and the gear teeth. The brake was not disengaging which was causing the belt to slip. The brake was attempting to work, but the brake was barely engaging and disengaging. The brake was not functioning enough to be effective. The steering belt was noted to contain many tears. The root cause of the incident could not be confirmed. Possible causes that may have contributed to the incident are the drive belt, brake, neutral cable, or operator error. The drive belt, brake or neutral cable could have failed before or after the incident. The chair was power-washed and dried. The chair was assembled with a new joystick and controller. All other original parts were left intact. The chair powered on with the new electronics and drove normally. Client was instructed on proper operation while off-road. The chair did not meet final acceptance specifications as received. The device was not being used for diagnosis. The history of the device was investigated and there were no previous issues with this device.

Event description:
The user reported the event via e-mail. The end user reported uncommanded reverse motion. The user states that while fishing at a river, he turned the device to make his way to another area approximately 12 feet away, heard a "weird" and unfamiliar device noise, and the chair began to move backwards. The consumer states that he could no longer control the device and was able to lift himself out of the chair and onto the ground. The consumer stated that he was not restrained in the device. The consumer stated the device took off and plunged into the nearby river. An on-site environmental inspection was conducted in 2007. The user was present with representatives from teftec engineering and quality. It was noted that the amount of distance required to decelerate and set the parking brake was very short. The slope was noted to be slippery. There was debris and sticks noted in the environment. The ground surface was near level, but has a slight slope toward the river. Approximately 4 feet from the river's edge, the slope steepens to 40 degrees into the water. There were tire marks in the soil, but it is not determined if the tire marks are from the device or the vehicle used to pull the chair from the river. The user states the water level may have been higher the day of the incident.